Manufacturer narrative:
The problem was observed during preventative maintenance, which is outside of clinical use and therefore, not reportable.

Manufacturer narrative:
The customer replaced solenoid 3 & 4 and the unit successfully passed performance verification. The unit is limited due to bad internal battery. The biomed stated he will get it replaced. The field service engineer (fse) could not duplicate the reported issue. The fse found the unit logged multiple error code 110a, post prox pressure sensor az failed. The fse then verified pin alignment between the data acquisition pcb and solenoid. Per code 110a suggestion and as a preventative measure, the fse replaced solenoid 3 & 4. The solenoid xvalve #4 was tested, and no failures were identified.

Event description:
It was reported to philips that the device had a machine pressure sensor auto zero failed error. The device was not in use at the time of the event. There was no report of patient or user harm/impact. The customer evaluated the device with assistance from a philips remote service engineer (rse). The caller was not with the device at the time of the call and requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.